Manufacturer narrative:
Device evaluated by MFR.: the complaint device has been returned for analysis. A visual examination was performed. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A handshake connection test was attempted to examine the integrity of the connection and there were no issues noted. A test guidewire was running through the entire device. The guidewire was removed from the advancer but could not be removed from the catheter of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-08557. It was reported that a burr was stuck on the wire. The target lesion was located in the popliteal artery. A 2.00mm peripheral rotalink® plus and rotablator rotational atherectomy system were selected to treat the lesion. During procedure, the physician noticed that the burr got hung on the wire as they were finishing the treatment. They could not continue the procedure so the physician decided to remove the device completely out from the patient and completed the procedure with another device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-08557. It was reported that a burr was stuck on the wire. The target lesion was located in the popliteal artery. A 2.00mm peripheral rotalink® plus and rotablator rotational atherectomy system were selected to treat the lesion. During procedure, the physician noticed that the burr got hung on the wire as they were finishing the treatment. They could not continue the procedure so the physician decided to remove the device completely out from the patient and completed the procedure with another device. There were no patient complications reported and the patient's status was fine.